Event description:
It was reported that the artificial urinary sphincter (aus) cuff size was too large for the patient and presented reoccurring incontinence. A surgical procedure was performed to replace the system. There were no patient complications.